Manufacturer narrative:
The technician replaced the grab handle. The investigation is ongoing.

Event description:
The sterile handle fell off down on the patient during surgery.

Manufacturer narrative:
The grab handle was exchanged and returned to trumpf medical for investigation. It was identified that the locking pin that holds the sterile handle in place does not protrude far enough. As a result, it is possible that the sterile handle will come loose without pressing the locking pin. This will only occur if someone operates the light head at the sterile handle. The handle will not come loose without any operation. Trumpf medical has replaced the grab handle to resolve the issue. In addition, trumpf medical will implement a dimension check for the locking pin in the manufacturing process to ensure correct function.